Event description:
It was reported that the patient is experiencing a malfunctioning inflatable penile prosthesis(ipp). The device would not pump and seems to have auto inflation. The patient has gone through troubleshooting with a sales representative and patient liaison. A patient outcome of fully recovered was reported.